Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 53 mg/dl, 113 mg/dl, and 117 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a coil embolization treatment procedure, a coil detachment occurred. The physician was embolizing a lesion located in the mildy tortuous renal artery. A renegade catheter was advanced to facilitate the use of this 18 9mm x 20cm idc coil. The coil was advanced to the lesion without resistance, however, once to the lesion the physician determined the coil was too small for the lesion. As the coil was being withdrawn through the renegade catheter, the coil detached from the pusher wire 70cm from the distal end of the catheter. The catheter, with coil, were removed from the patient. Intermittent flush was performed during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The event occurred in (B)(6).